Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was implanted during a pelvic floor reconstruction procedure on (B)(6) 2016. According to the complainant, on (B)(6), 2016, the patient experienced fever and was diagnosed with pyelonephritis. She was admitted to the hospital and was treated with clavulanate and polyethylene. The event resolved on (B)(6), 2016 and the patient was discharged.